Manufacturer narrative:
D10: 320-08-42 - glenosphere exp 42mm +4mm offset. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the right side. Subsequently, approximately two (2) years later, the patient experienced increased pain and limited rom with x-ray findings suspicious for aseptic glenoid loosening and polyethylene dislocation vs subluxation. The initial plan was to monitor the patient and for them to return to the office if their symptoms were to worsen. The patient returned to the office 2 months later and a revision procedure was scheduled for the following month. Surgeon removed humeral tray and glenosphere. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d6b, h6 MDR section codes updated/corrected: b the revision reported may be the result of the glenoid loosening or dislocation as reported. However, either reported allegation cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.